Manufacturer narrative:
It was reported that the receiver-stimulator had extruded prior to explant. This report is submitted on 3 august 2020. - attachment: [175591-device analysis report.pdf].

Manufacturer narrative:
This report is submitted on 23 june 2020.

Event description:
It was reported that the device was explanted (date not reported) due to infection and skin issues. The patient was treated with oral antibiotics. Re-implantation is planned but has not taken place as of the date of this report.